Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at an unspecified time on (B)(6) 2015. The patient manages their diabetes with a combination of medications including metformin, glipizide, humulin and lisinopril (dosages unknown). The patient denied making any changes to their normal diabetes management routine as a result of this alleged product issue. ¿two days¿ after the product issue began the patient stated that they experienced symptoms of ¿shaky, sweaty, nauseous and fatigue¿, but the patient denied requiring any form of treatment as a result of experiencing these symptoms. At the time of troubleshooting the cca noted that this was the first time the product was being used. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/19/2015). The patient¿s meter has been returned on 5/21/2015 and evaluated by life scan product analysis on 6/8/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor cpu u2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.